Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their therapy had stopped due to a power on reset (por). No falls or traumas were reported that could be related to the issue. Troubleshooting steps were performed and resolved the issue. The patient was able to successfully clear the por. The patient was to follow up with their healthcare provider (hcp) to check the implant regarding the por. No further complications were reported or anticipated. Indication for use is non-malignant pain.